Event description:
Same case as #6000093-2006-00673. Post a coronary drug eluting stenting treatment procedure, a thrombosis and a rash occurred. The following information was received: "patient called complaining of chest pain since november 2004 and the pain has been persistent since stent implantation. The patient stated he underwent a CABG in 2000 then had two te2 stents implanted in the grafts in november 2004. After implantation, the stents occluded approximately 8 hours later and he xperienced a myocardial infarction. He returned to the cath lab the same evening of implantation for a rotoblator procedure to reopen the vessel. In may 2005, he experienced chest pain which was determined to be due to narrowing of the vessels. At that time he had two cypher stents inserted and they also occluded. Since december 2004, he states he has had constant chest pain or "mimicking angina". He states the pain is worse on exertion but is constant and goes across his chest and down his left arm. The pain does not change with nitroglycerin usage. He was referred to a pain clinic and was taking percocet which has not helped. He also stated he has had a rash across his chest and face intermittently since stent insertion." "The date the rash appeared was not reported with respect to the specific type of stent implantation." The patient provided the physician's name and office number. A nurse for the physician provided the following information: the pt was cathed in november 2004 and the intervention was performed the following day. Two taxus express2 drug eluting stents were placed, in an overlapping fashion, in the saphenous vein graft (svg) to the 1st diagonal (dx) artery. The pt returned approximately 8 hours later with a thrombosis of the svg to the 1st dx. The thrombosis was treated with an angiojet, an export thrombectomy catheter and residual balloon angioplasty. About a month later, december 2004, the pt returned to the ccl for unknown reasons. There was no restenosis of the svg to the dx however progressive disease was found in the svg to the right coronary artery (rca). 2 cypher stents were placed at that time. A little more than a month later, january 2005, the pt returned and the svg to the 1st dx, where the original taxus stents were placed, showed ostial tapering within the stented segment of about 40%. The cypher stents in the svg to the rca remained widely patent. No intervention was done at this time. The plan was to treat the patient with eecp (therapy to improve blood circulation). The pt returned once again to the ccl about 2 months later, march 2005. The svg to the rca remained patent and the ostial portion of the proximal svg to the 1st dx had 60% narrowing of the taxus stent placed in november 2004. The remainder was widely patent. A cypher stent was placed in the ostium. There was no evidence of thrombosis or dissection. The pt was brought back the following day for an urgent repeat cardiac cath for continuous chest pain. No intervention was done at this time. It was noted however, that the pt seemed to have recurrent problems when angiomax was used instead of integrilin. It has been noted in the patient's record to use only integrilin. The following day the patient had an sat of the svg to the 1st dx and was treated medically. The patient has not been seen at the physicina's office since appril 2005. They were unaware of the patient's reported complaints and had suggested that they would have him come in for a follow-up visit.